Event description:
Info received related to a trial conducted outside of the u.s. Stating that ptca was performed in the target lesion, most likely due to restenosis. The actual dates of the stent implants are unk at this time.